Event description:
A healthcare professional reported that during a left eye vitrectomy procedure the probe cutter was cutting intermittently, and it is unk if it was aspirating. The probe cutter was primed well prior to the procedure starting. To resolve the issue, the probe cutter was replaced, however, the same issue continued. Therefore, the cassette was then replaced and the issue was resolved. The procedure was completed and there was no consequences to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).